Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B)(6) 2013, the pt began to hear blowing noises. By (B)(6) 2013, the pt no longer had access to sound.